Manufacturer narrative:
The white stapler reload has not been returned to isi for failure analysis evaluation as it was discarded by the site. However, the stapler 45 instrument used in conjunction with the white stapler reload was returned for failure analysis investigation. Review of the site's system log for the reported procedure date confirmed the customer reported complaint. During the instrument's firing sequence with the white reload installed, errors related to an incomplete fire occurred. This was the first fire attempt in the procedure and it failed at 77 percent. The instrument, with an in-house stapler reload installed on an in-house system, passed initialization and was able to advance through the stapler cannula. The instrument clamped and fired with no issues on a silicon test sheet. There were no issues noted with the formation of the staples. Investigation found no evidence indicating that the partial fire was caused by a defect in the returned instrument. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted colon resection procedure, during the firing sequence of the stapler 45 instrument with a white stapler reload installed, across the patient's ima the reload was partially fired. The patient experienced bleeding requiring the application of suture to control the bleeding experienced by the patient. It was determined that the partial fire was not related to a defect of the stapler 45 instrument. It is unknown what caused the partial fire issue experienced by the site.

Event description:
It was reported that during a da vinci assisted colon resection procedure, the stapler 45 instrument with a white stapler reload installed misfired. There was no report that any fragment(s) fell into the patient and there was no report of any patient harm. The planned surgical procedure was completed. On 06/22/2016 and 07/05/2016 additional information was provided by the intuitive surgical, inc. (Isi) clinical sales representative (csr) regarding the reported event. According to the csr, the surgeon fired the 1st fire from the stapler 45 instrument with the white stapler reload installed across the patient's inferior mesenteric artery (ima). The patient had not undergone any previous chemotherapy or radiation treatments and the patient's tissue was normal. The surgeon had not encountered any tumors or other hard material during transection of the patient's vessel and buttress material was not used. The surgeon did not experience any issues during the clamping sequence of the instrument. There were no error messages or error code generated during the firing sequence. It was noted that during firing of the instrument with the white reload installed on the patient's ima, the stapler instrument shook and after unclamping, it was note that the patient's vessel was not sealed. According to the csr, it was noted that after the stapler 45 instrument was unclamped from the patient's ima it was observed that the patient was bleeding, requiring the surgeon to use suture to control the bleeding experienced by the patient. Reportedly, the patient did not require a blood transfusion due to the bleeding. The planned surgical procedure was completed with a replacement stapler 45 instrument and unspecified stapler reload. It is the surgeon's belief that the stapler 45 instrument was faulty, thus causing the reported issue.